Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and sensor glucose (sg) values. Review of sensor data and follow-up with the user determined that calibration instructions in the eversense user guide were not being followed, as estimated values were entered for calibration instead of actual bg values obtained from a glucometer. The user was educated on proper system use and informed that inaccurate calibration entries can adversely affect sensor accuracy. They were advised to enter true fingerstick bg values for calibration to support optimal system performance.